Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a half-height drawer failed due to the bad rails. A field service engineer replaced the half-height drawer and configured to resolve the issue. Preventative maintenance was performed on this device, during which a gasket was installed. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system's half-height drawer failed during the process of retrieving medication for a patient. This incident did not result in any delays in patient care, and there was no patient harm. There were no adverse events or injuries reported based on this event.